Manufacturer narrative:
The pump user guide states: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer reuses cartridges and syringes. Customer's blood glucose level was between 200-300 mg/dl. A syringe needle change was performed resolving the issue.